Manufacturer narrative:
(B)(4). A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. No emerging trends were found requiring further actions. Without the return of the rods we are unable to identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time. No systemic trends have been identified in this complaint file. Therefore, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision t3 pelvis. Harrington rods inserted 40 years ago, and then in 2008, t10 pelvis. The patient had now presented with broken rods between t10 and t12. The plan was to remove the harrington rods, remove the broken rods and extend the fusion to t3 pelvis. The rods were replaced on both sides. Xrays available. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report, no further information will be forthcoming.